Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, no information was provided as to why the device was explanted. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report.